Manufacturer narrative:
The customer discarded.

Event description:
The user facility reported that the unit stopped working after blood was collected, during a procedure. The patient received the blood collected from the unit. There was no patient impact, no delay, no medical intervention, and no adverse consequences.